Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 6 bd insyte¿ autoguard¿ shielded IV catheters experienced catheter splitting/cracking/shearing during use. The following information was provided by the initial reporter: the catheter is too much malleable, catheter ruptures , the catheter tip ruptures so easily and difficulty the puncture process. Customer has provided additional information: date of event (B)(6) 2020. Catheter 24 ga ruptured twice, needle too much malleable, making impossible a new attempt to puncture. A total of 6 catheters nº 24 were used. When using a different catheter 24ga of other manufacturer, it was possible to perform the puncture in the first attempt. No medical intervention reported. Notifier was not able to inform if the 360º rotaion was perfomed.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 bd insyte¿ autoguard¿ shielded IV catheters experienced catheter splitting/cracking/shearing during use. The following information was provided by the initial reporter: the catheter is too much malleable, catheter ruptures , the catheter tip ruptures so easily and difficulty the puncture process. Customer has provided additional information: date of event 29/06/2020. Catheter 24 ga ruptured twice, needle too much malleable, making impossible a new attempt to puncture. A total of 6 catheters nº 24 were used. When using a different catheter 24 ga of other manufacturer, it was possible to perform the puncture in the first attempt. No medical intervention reported. Notifier was not able to inform if the 360º rotation was performed.